Event description:
It was reported that the patient needed to have the implantable neurostimulator (ins) explanted due to the need for an MRI. It was noted that she had one lead that was not connected to "anything" and one intact ins system. The patient was under the impression that the ins had been off for the last several years and wasn't using it. However, at the proposed explant surgery, it was noted that the ins was on with the settings of c+, electrode #0 - at 1.5 volts. He physician decided not to explant the device at the time. The ins was then turned off and 2 hours later the patient went home and experienced pain in the abdomen, leg, rectum toward the left side of her body. The patient returned to healthcare professional (hcp) where it was determined that the patient was very sensitive to the stimulation and could only tolerate at a low voltage level of 0.2 volts. The nurse believed that this was due to rebound pain after having the device on for so long and now turning it off irritated the nerve. The device was left off. Impedances were within normal range. It was also reported that the ins battery was low. Additional information received reported that the ins was removed at the patient's request. No injuries were reported and the patient outcome was noted as recovered without sequelae.

Manufacturer narrative:
Product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2004, explanted:, product typ, extension; product ID (B)(4), lot# j0424905v, serial#, implanted: (B)(6) 2004, explanted:, product typ, lead; product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2000, explanted:, product typ, programmer. (B)(4).